Event description:
A malfunction alarm was reported with no notable events occurring prior to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happens again.